Manufacturer narrative:
The insulin pump had no cracks on lcd window. However, minor scratches were noted. The device had cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported that the patient fell off his bike and cracked the screen insulin pump. His blood glucose was 117 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.